Event description:
I was made aware that a patient with an attune ps-fb knee construct was operated on for recurrent dislocations. The reason for the dislocations was that the femoral side would "jump" the post of the ps-fb insert, as a result of a problem with the patient's extensor mechanism (not the result of the implants themselves as per the surgeon). My understanding is that the quads tendon was ruptured/torn and therefore the knee was unstable. As a result, the patient was brought in for revision surgery. During removal of the attune components, the surgeon made a comment that the tibial component had debonded from the cement during removal. See the photo provided. It was not loose or debonded prior to surgery according to the surgeon. The component looks to be a first-generation attune tibial tray (non-s+). The procedure was completed successfully and there was no consequence to the patient. Doi: unknown, dor: (B)(6) 2022, unknown knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Available photographic evidence was reviewed, allegation was not confirmed. No dislocation event can be observed by the provided evidence. It cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.